Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in amildly tortuous and moderately calcified vessel. A sv/4.0-4/4t/90 symmetry balloon catheter was advanced for dilation. However, on the second inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient communications were reported.